Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm bioprosthetic valve underwent valve-in-valve intervention. Implant duration of the pre-existing surgical valve was approximately 7 years. The tavr was performed with a 23 mm valve. No adverse events were noted.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Edwards learned patient underwent valve-in-valve procedure due to severe symptomatic aortic stenosis. Implant duration of the pre-existing surgical valve was six years, nine months. Postoperative echocardiogram confirmed excellent valve function with trace, if any, paravalvular leak. The patient was transferred to the cardiothoracic intensive care unit in stable condition. Patient was discharged on post operative day three.